Event description:
Stapler was used on a pt having laparoscopic procedure for hysterectomy. Part of the stpaler came off the applier and remained in the abdomen. Open procedure, done to retrieve piece.